Manufacturer narrative:
(B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspect component, a sipap ventilator, and evaluated the device. An evaluation of the device duplicated the reported issue of spots on the hoses inside the unit. The spots on the hoses were found to be burn markings on the outside of the hose from a chemical burn. The device evaluation findings are consistent with a battery rupture that contaminated the pneumatics assembly and spraying sulfuric acid on the hoses. If additional information becomes available, a follow up report will be submitted.

Event description:
The customer reported that when beginning the annual preventative maintenance on this unit, he found a strange fluid/mold buildup within the tubes of the pneumatics. The watertrap bowl and filter were clean so the fluid did not seem to have come from an external source. The fluid/mold like substance was only inside the tube, not outside, and there was no residue of the fluid inside the case. There was no patient involvement.